Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0w7ga, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that her device was working pretty good and then all of a sudden she was having incontinence again. It started a couple of days ago and then gradually got worse. She had turned her device up and then the patient's daughter told her it was up too high so she turned it back down. Then it really got worse so on the morning of (B)(6) 2015, she turned it up to 3.8 volts. On the night of (B)(6) 2015 and the morning of (B)(6) 2015, every time she went to urinate she would have a bowel movement. The patient did not feel stimulation. The therapy was on. The patient had a knee replacement on the right knee done on (B)(6) 2015 and her device was on the right. The patient had been on program 1 at 3.8 volts and wanted to try program 2. The patient was able to activate program 2 but when trying to increase stimulation, she got poor communication. She changed the batteries and was able to communicate to increase. The patient initially reported feeling stimulation up above the implantable neurostimulator (ins) on her right side but then no longer felt that. The patient was able to increase to 1.4 volts on program 2 and she felt a slight tingling in her rectum area and wanted to try it there. The reported symptoms was a sudden loss of therapy. The indication-for-use(IFU) was gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that patient experienced a stomach pain, rectal pain, return of symptoms and rectal bleeding. The patient stated was able to use her programmer and verify stim was currently on. Patient stated she was currently on program 1 @ 2.8. Patient stated she did not feel stim at 2.8. Patient stated she has turned up stim but did not feel stim strong and comfortable. Patient increased stim to 3.3 and stated it was strong and comfortable sitting standing and walking. Patient would leave on current setting and would continue to track her symptoms. The change in therapy/symptoms was noted as sudden. Patient stated when she goes to the bathroom, she was having small bowel movements and stated that was what she used to do prior to implant. Patient stated she has stomach pain but thought that was because she was in the hospital. Patient stated she has rectal pain and bleeding when she has to wipe. Patient stated it could be hemorrhoids but she was not sure. Patient stated she has not called the doctor .the rectal hurts and wipe then it was bleeding. Patient stated she was having problem with the bowels when she goes to the bathroom and was having a small bowel movement when she asked last week. The patient stated that the stomach hurting the patient last thursday rectum pain and bleeding. It was noted that stimulation was 2 @ 2.8 - 3.3 comfortable standing and sitting. Patient was just in the hospital with pneumonia and uti. Pt has a doctor¿s appointment tomorrow with the hcp.